Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that helix extension / retraction issue was observed during the implant procedure of the right atrial (ra) lead. The ra lead was never implanted and was replaced. No patient complications have been reported as a result of this event.